Manufacturer narrative:
All available patient information was included, no additional patient information was available. This follow-up submission is being send for additional information received on24nov2024; the likely cause product has been changed from magnesium reagent, list # 03p68-24 to architect c4000 processing module, list number 02p24-01. The field service representative (fsr) inspected the architect c4000 processing module, performed troubleshooting and during troubleshooting, the fsr determined the arc c8k cuv pr 1 pair the likely cause of the issue and cleaned the cuvette. Cleaning of the part resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. A review of tracking and trending of the architect c4000 processing module and arc c8k cuv pr 1 pair did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. A review of the clinical chemistry systems revealed found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). Based on the investigation, no systemic issue or deficiency of the architect c4000 processing module, sn (B)(6) was identified.

Event description:
The customer observed falsely elevated magnesium flier on an architect c4000 processing module for a patient. Results were not reported to the medical provider. The following patient data was provided by the customer. The customer is not able to provide the sample ID# nor the reference range. Initial magnesium result = 2.88 mmol/l, repeat from another analyzer= 0.9 mmol/l, repeat on this instrument: 0.88, 0.88 mmol/l. No impact to patient management was reported.